Manufacturer narrative:
Correction: additional information obtained indicated that the 26mm sapien 3 valve was not used on the patient. The valve was prepped but not used. As reported, while performing a balloon valvuloplasty (bav), it was seen that the patient¿s annulus was bigger than initially thought and a 29mm valve was needed. Therefore, the prepared 26mm valve was not used and discarded. The patient was not affected due to this. There was no valve in valve procedure. As such, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, a second 26mm sapien 3 valve was implanted. There was no impact to the patient. Per report, the valve was implanted due to wrong sizing.